Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 chemistry analyzer. The fse inspected the analyzer and found the buffer valves were worn causing the high sodium results. The fse replaced the buffer valves which resolved the issue. Performed verification testing successfully without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au680 chemistry analyzer generated erroneously high ise (ion selective electrodes) patient results for sodium (na) and potassium (k) with ph flag. The patient results flagged with ph error code indicates that the results are higher than the upper panic value. The customer did not provide patient demographics, and the exact number of patients affected is unknown. There was no report of change to treatment, injury, or death associated to this event.